Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia with blood glucose level 1700 mg/dl, on (B)(6) 2019. Customer was assisted with troubleshooting for the high blood glucose. The customer was treated with intravenous drip and manual injections during hospitalization. Customer states they off the insulin pump or did not using for a day and a half before being hospitalized. Customer states insulin pump was not functioning and getting no delivery alarm. Customer states they performed a 5.0 unit fixed prime and states the insulin exited. Customer states the cannula was not bent. The device will not be returned for analysis